Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the cable connecting ECG-a and the front therapy electrode (te) was cut through the insulation. The red (-5v) and brown (lead 1 +) wires inside of the ECG-a to front te cable segment were also cut. The root cause of the cut cable was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data has detached a reportable event. Upon service investigation of electrode belt sn (B)(4) was found to have a cut cable. The last patient to use this belt did not report any deficiencies.